Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had experienced low blood glucose of 34 mg/dl. She treated with juice and food. No troubleshooting was performed for the low blood glucose. Customer initially was calling for issues with the sensor as it wasn't connecting to the transmitter. Customer stated, she was inserting the sensor in her leg and was advised to insert in her abdomen. Customer removed the sensor and inserted a new one. Issues have occurred with two other sensors too. Customer is not returning the sensor for analysis.

Manufacturer narrative:
Evaluated one random opened/used sensor and performed continuity resistance test; sensor passed per specifications. We performed the sensor initialization test using a new lab transmitter with paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. The three remaining sensors performed visual inspection and found all three insertion needle bent at sensor base. We were unable to confirm if customer received sensors in said condition due to customer returning them opened/used. We were unable to confirm adhesive anomaly due to sensors was returned opened/used.